Manufacturer narrative:
Final analysis found a hybrid anomaly which resulted in premature battery depletion caused by high current draw.

Event description:
New information received noted that patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2021. Patient had no consequences and was discharged after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with premature battery depletion from the implantable cardioverter defibrillator. No justification for the depletion could be found. A generator replacement was recommended to a healthcare provider. Patient had no consequences as a result of the event.